Manufacturer narrative:
All available information was investigated, and a cause for the reported leak/splash could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique of flushing the device contributed to the reported leak. However, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from this lot. Causes for the reported cardiac arrest and pericardial effusion (therapy/non-surgical treatment, additional) could not be determined. Additionally, the reported patient effects of cardiac arrest, and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and unexpected medical interventions (CPR/ cardiopulmonary resuscitation, pericardiocentesis, and aspiration) are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Causes for the reported cardiac arrest and pericardial effusion (therapy/non-surgical treatment, additional) could not be determined. It is possible that they are related to procedural conditions, such as the exchange of sgcs. However, this cannot be confirmed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report leak, cardiac arrest, pericardial effusion, pericardiocentesis, CPR and hospitalization. It was reported that this was a mitraclip procedure to treat severe degenerative mitral regurgitation (dmr). During use of the steerable guide catheter (sgc) (10204u442), the device would not hold fluid column. After drawing back on the syringe the device would lose the fluid column. Some air bubbles were seen in the anatomy and aspiration was required. The sgc was removed and replaced and again with the new sgc (lot 10217u232), fluid column was lost and aspiration was required although there were no bubbles seen in the anatomy with this device. The second sgc was removed and replaced and there were no issues with the third sgc and mr was reduced to mild. The starting mean pressure gradient (mpg) was 1 mmhg and the ending mpg was 3 mmhg. There were no adverse patient effects during the procedure; however, post procedure the patient coded and was stabilized quickly after cardiopulmonary resuscitation (CPR). There was pericardial effusion which was treated with pericardiocentesis. The physician stated that due to the exchange of devices, it is possible the effusion was caused by an sgc but it is unknown when it occurred. The patient was hospitalized one additional day. No additional information was provided.